Event description:
Per the clinic, the patient experienced soft tissue swelling (specific date not reported) and subsequently, was treated with IV antibiotics (specific date and duration not reported). The patient was placed under general anesthesia on (B)(6) 2022, in order to perform skin revision via punch excision and remove the abutment. The patient was replaced with a new abutment during the same surgery.